Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis (further described as inflammation of the peritoneum), coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was prescribed unknown first generation cefa antibiotic (medication, route, dosage, frequency, and duration not reported) and ceftazidime (route, dosage, frequency, and duration not reported) for the peritonitis event. Six days after the receipt of this report, the patient was going to the hospital for an examination due to the event. Nutrineal and physioneal therapies were ongoing. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.